Event description:
Durint biomed testing, the device's display was not functioning.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty integrated circuit on the crt board.